Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 410 mg/dl. Troubleshooting was done. The customer stated that the tubing of the infusion set was not bent or kinked. Explained that a strain on the tubing at the tubing connector cap may have caused the no delivery alarm. The customer stated that she had tried all the remedies for the no delivery alarm. Advised customer to contact healthcare provider for further analysis of her lump and bruise at the insertion site. Nothing further reported.